Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardio cath lab, the intra-aortic balloon (iab) was prepared by the md. The md attached the blue one-way valve and vacuumed a balloon catheter inside of the tray to wrap the balloon tightly. The md followed the instructions for use and inserted the super arrow-flex (saf) sheath with dilator into the pt's left femoral artery. The iab was removed from the tray parallel. When the md tried to advance the catheter through the sheath, he felt a resistance. The tip of catheter was stuck in the saf sheath and as a result, the md could not advance the catheter into the saf sheath. The md decided to remove the iab from the site and open a new iab kit. The md left the saf sheath in the pt to insert the new iab. The pt did not have any complications. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was interrupted for "a couple of minutes" until the second iab was prepped and inserted successfully. The pt outcome is listed as "the pt does not have any complications and is fine."